Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station continued to delay to log in. A field service engineer replaced the usb cable; however, this did not solve the issue. Subsequently, the engineer replaced the all-in-one (aio) 139625-01, docking board 151444-21, bio-ID 353200-01, and hard drive 137580-01, and reconfigured the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system had experienced significant delays during the continuation login process since its implementation, which hindered users from accessing medication for a patient in a true emergency unit. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.